Event description:
According to the reporter: when the device fired, it did not form ¿b¿ shaped staples. The surgeon opened another device and used it without any issues to staple over the previous one. Unanticipated tissue loss occurred. Operative time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).